Manufacturer narrative:
Upon receipt of additional information, this event is being reported under MDR#0002648920-2016-00879.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to alleged osteolysis and mechanical loosening.